Event description:
It was reported that low high voltage lead impedance was observed. Insulation damage was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the outer insulation and rv cable abraded due to friction to the ICD can. This could cause the reported impedance anomaly when the exposed metal filars of the rv cable comes into contact with the ICD can.